Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and automatic mode switching and high ventricular rate episodes were observed. The alleged cause of these episodes was due noise with myopotential oversensing. Lead provocative testing and pocket manipulation were performed and noise was reproducible on both channels. It is unknown if the implanted leads are abbott devices. No intervention was performed. The patient was stable with no adverse consequences.